Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intended to input blood glucose (bg) value and carbohydrates value into the pump; however, the customer only entered the bg values into the pump and began insulin delivery. Reportedly, the customer forgot to enter the carbohydrates value and called tandem technical support for assistance with entering the carbohydrates value into the pump. Tandem technical support assisted the customer on successfully delivering a meal bolus. There was no impact to the customer's blood glucose level.